Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. This report is being filed to correct the b2: outcomes attrib to adv event.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise but no oversensing observed. In addition, the lead also exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise but no oversensing observed. In addition, the lead also exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.